Event description:
During an implant procedure, the device was unable to be interrogated. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of an rf telemetry anomaly was not confirmed. The device was in normal mode when received. Analysis of the device indicated normal rf telemetry with the programmer. The electrical testing revealed normal device characteristics with appropriate remaining longevity. The telemetry was stable and normal throughout the entire testing of the device.